Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the device was returned for evaluation. A visual inspection found bunching along the length of the catheter shaft, just proximal to the balloon. However, the returned device could not be fully inserted into an in-house introducer sheath as the inner polyimide was inadvertently kinked by the tech during insertion. Therefore, the investigation is inconclusive for the reported retraction issue, as the device was unable to be fully functionally tested due to the poor sample condition. Based on the returned sample condition, bunching was noted on the catheter shaft. However, it is unknown if this bunching was a result of the reported retraction issues. The definitive root cause for the reported retraction problems could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.

Event description:
It was reported that during an angioplasty procedure in the cephalic arch, the pta balloon catheter allegedly could not be retracted through the sheath. The balloon and sheath were removed as a single unit. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the cephalic arch, the pta balloon catheter allegedly could not be retracted through the sheath. The balloon and sheath were removed as a single unit. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.